Event description:
It was reported that there were multiple issues, including rapid battery depletion. There was no impact reported regarding the customer¿s blood glucose level. The patient declined further follow-up as the warranty expired, and they are in the process of obtaining a new tandem device.